Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor was stuck and broke inside the serter. The customer stated they were hurt. The customer's blood glucose level was 15.5 mmol/l. The customer's sensor and serter were replaced, and the customer was informed to return the products for analysis.